Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed button error. The device was not exposed to moisture prior to alarm occurring. Customer's blood glucose was 177 mg/dl. No further information reported.